Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd syringe luer-lock¿ tip bulk sterile convenience pak was found leaking as ¿when administering chemotherapy, leakage from the plunger occurred.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A device history review was completed with zero defects found. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. No root cause can be determined as no samples were received.